Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the tecnis monofocal intraocular lens (model za9003, +20.5 diopter) haptic bent during loading. Reportedly, there was patient contact. No further information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 09/07/2018. Device returned to manufacturer? Yes. Device evaluation: the complaint unit tecnis za9003 model was received in a plastic bag and lens was returned cut in two (2) pieces, approximately half. The lens cut is most probably related to the removal of the lens mentioned on the initial report. One of the haptics is detached (missing a portion) and distorted. No damage is observed on the other haptic. The reported haptic damage was verified and it occurred during loading according to the initial report. A product quality deficiency could not be determined. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to specifications. The search revealed no additional investigation request has been received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.